Manufacturer narrative:
One syringe pump was returned for analysis. Upon visual inspection both seals appeared to be broken. The event history log revealed a pump motor drive phase b post. The pump was powered up and occlusion testing performed; inability to duplicated complaint. Based on the evidence, the complaint was confirmed but root cause is unknown.

Event description:
Information was received indicating that a smiths medical medfusion® 3500 syringe pump had a motor drive phase b post error. There were no reported adverse effects.